Event description:
It was reported that prior to a left colon resection procedure, received an error code 5 and the blade tip broke off. Another instrument was opened to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.